Event description:
It was reported that the micro reciprocating saw ran without user activation during testing at the manufacturer. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Upon disassembly, the motor assembly was found to be corroded. The presence of corrosion in the motor assembly could cause or contribute to the handpiece running on its own.